Event description:
It was reported "(B)(6) 2025, (B)(6) during the insertion, they found swg unraveled and could not be used normally. The replacement solved the related problems." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer provided one image for analysis. The complaint of an unraveled guidewire was able to be confirmed by the photo, which showed the sample (guidewire and catheter) with kinks and damage after use. The customer also returned a guidewire and 2-lumen catheter for evaluation. Signs of use in the form of biological material were observed on both components. The guidewire was returned inserted through the distal extension line and out of the catheter tip. Visual examination revealed that both components were kinked in multiple locations. The guidewire was unraveled from the proximal end, where the core wire got separated from the proximal weld. Microscopic examination of the guidewire confirmed the damage and confirmed that the core wire was broken adjacent to the proximal weld. Both welds were present and appeared full and spherical. Visual and microscopic examination of the catheter revealed kinking and bending. The major kinks in the guidewire body measured 311mm, 382mm, 419mm, 451mm, 483mm, and 581mm from the proximal end of the core wire. The point of separation on the core wire was at the proximal weld. The total length of the core wire measured 599mm, which is within the specification of 596mm - 604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.80mm, which is within the outer diameter specification of 0.788mm - 0.826mm per the guidewire product drawing. The major kinks in the catheter body measured 89mm, 128mm, and 190mm from the juncture hub. The catheter body length measured 215mm, which is within the specification of 207mm - 227mm per the catheter product drawing. The catheter body outer diameter measured 2.37mm, which is within the specification limits of 2.36mm - 2.46mm per the catheter extrusion product drawing. The inner diameter at the catheter tip measured 1.016mm, which is within the specification limits of 0.95mm - 1.02mm per the catheter product drawing. A lab inventory guidewire was inserted through the returned catheter. No resistance was encountered at the undamaged portions as the guidewire passed through the catheter. Resistance was encountered at the locations of the kinks. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guidewire could not be functionally tested due to the severity of the damage. A manual tug test revealed that the core wire was secure to the distal weld. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guidewire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guidewire met all relevant dimensional requirements, and the catheter met all relevant dimensional and functional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, (B)(6) hospital of (B)(6) medical university during the insertion, they found swg unraveled and could not be used normally. The replacement solved the related problems." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".